Manufacturer narrative:
.

Event description:
Procedure type: unk. According to the reporter, balloon burst after 3 hours utilization. There was no report of pieces falling into the cavity or impacting the pt. No pt injury was reported.